Manufacturer narrative:
Additional product codes mni, kwp, kwq, nkb. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2018 due to bilaterally broken rods of synthes universal spinal system (uss) at thoracic 10. The patient initially had a t2-ilium posterior spinal fusion on an unknown date. For revision surgery, the surgeon bilaterally cut the existing rods above and below the break at t10, and cut two new 300mm rods. The surgeon then connected the new rods to the existing cranial and caudal segments of the rods already implanted along with the existing screws. The procedure was successfully completed. It is unknown if there was a surgical delay. Patient outcome is unknown. This report is for one (1) 6.0mm ti hard rod 500mm. This is report 2 of 2 for (B)(4).